Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of not feeling stimulation was determined. They needed to try a different program. As resolution, manufacturer contacted the patient and tried another program. It was unknown whether the issue was resolved. The patient did experience urinary retention prior to the device. It was unknown whether their retention worsened as a result of the device or therapy. Catheterization was the patient's 'standard of care' prior to the device. As resolution, pessary and self catheterization was mentioned. Patient has follow up appointment scheduled for (B)(6) 2025 cmd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not totally sure if the device was working. Patient stated their bladder doesn't totally empty and it was hard for them to tell if it empties unless as time goes by. Patient also mentioned that it was hard to tell when their bladder was emptying. Patient mentioned they were hoping to have to get up and go to the bathroom less often at night but that's possibly not going to happen. Patient mentioned that someone already called them to do adjustments to the therapy and confirmed they haven't felt anything since they changed the program. Agent reviewed stimulation sensation may dissipate over time and patient may eventually feel nothing. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient had an appointment with healthcare provider in about a month. Agent scheduled patient for a follow up call in about 2 weeks. Agent also reviewed external devices general use and function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of not feeling stimulation was determined. They needed to try a different program. As resolution, manufacturer contacted the patient and tried another program. It was unknown whether the issue was resolved. The patient did experience urinary retention prior to the device. It was unknown whether their retention worsened as a result of the device or therapy. Chattelization was the patient's 'standard of care' prior to the device. As resolution, pessary and self catheterization was mentioned. Patient has follow up appointment scheduled for (B)(6) 2025 (B)(6).